Event description:
It was reported that during an unspecified procedure, the maverick2 monorail ptca catheter balloon was attempted to be inflated to 5 atms, but would not inflate. It is further reported the balloon had already burst. No patient injuries or complications were reported.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.